Manufacturer narrative:
Through follow-up communication, livanova learned that the patient has passed away ( (B)(6) 2024 ). This has been attributed to his aortic dissection and cardiac arrest prior to surgery and the fact that it was a salvage procedure. Perfusionist of hospital commented it was an extremely challenging case for a variety of reasons and oxygenator's performance is not listed as a cause of the patient death. Additionally, the post membrane pressure range was between 83-95 mmhg at a blood flow rate of 3 l/min. Pre-membrane pressure is not measured routinely. The sweep of gas required was greater than normal at 7.8-8.4 l/min to achieve a pco2 that ranged between 5.1-8.5 kpa. The fio2 was reduced from 52-25% with cooling to 20 degrees and po2 remained above 35 kpa. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Sorin group italia has received a report that, during a bypass procedure, medical team experienced difficulty achieving full flow through the inspire oxygenator. The centrifugal pump was at a maximum 4000 rpm with a pump flow of 3 l/min. The line pressure was not high being under 100mmhg. The sweep of gas required was 8 l/min also. All the acts were over 400 seconds, the lowest recorded was 513 on bypass. The pre bypass act was 437. The oxygenator was changed out and full flow of 5 l/min could easily be achieved. Upon inspection of the oxygenator, a gelatinous substance and no clot was visible in the oxygenator fibers. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. The inspire 8f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (item in01452, lot 2305040103) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 8f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050703) is registered in the USA (510(k) number: k130433). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.10. Livanova manufactures the inspire 8f m hollow fiber oxygenator. The incident occurred in united kingdom. The involved device has been requested for return to sorin group italia for investigation. Through follow-up communication, livanova learned that change-out occurred during aortic cross clamp application and lasted about 5 minutes. The patient had been cooled right down. Trans-membrane pressure was not measured during case, only post-membrane was tracked and was around 100 mmhg. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Verification of manufacturing records confirmed that noticed device was released as conform according to specifications. Analysis of complaints database revealed no other similar event notified for batch concerned from the market. Complained oxygenator was returned to livanova and sent to gamma ray decontamination (as per livanova procedure on blood contaminted goods). Visual inspection after decontamination found the oxygenator was largely clogged up by thick blood and biological deposits inside the integrated arterial filter. An extensive cleaning treatment was conducted to purge the device from observed residues and restore pre-clinical conditions as much as possible. However, blood clots could not be fully washed out of the unit. In detail, during the cleaning phase with water, a restricted flow rate through the inlet port of the unit was reproduced, thus preventing any further functional test with blood at increased pump blood flow rate to verify the pressure drop across the oxygenator. Based on available information and investigation findings, it can be concluded that reported high pressure event was reasonably caused by progressive build-up of biological aggregates and blood clots inside the iaf module of the unit during the procedure, which reduced the open surface for blood flow. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients (cp_mir_mis_000682, rev 000). Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas: - surgery clinical impact - cpb clinical impact - pathological patient conditions research on the phenomenon consistently concludes that the pressure excursion is complex and multifactorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cpb. Nevertheless at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.